Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient arrived to emergency with low flow, low speed advisories, driveline fault alarms and pump stoppages while on batteries. Alarms continued while on ungrounded patient cable. X-ray was performed which confirmed driveline damage. Plan was to explant or exchange the pump. Patient was on heparin infusion. Pump was currently running and pump him heard upon auscultation. Patient asymptomatic. Patient continued to have pump stoppages. Pump was explanted on (B)(6) 2020. Patient hemodynamically stable post pump explant and ejection fraction 60%. Pump will be returned for evaluation.